Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had replace battery alert. The customer¿s blood glucose level was 104 mg/dl and 197 mg/dl. Customer reported that they did not received low battery alert prior to replace battery alert. Customer also stated that battery cap was not loose, cracked and damaged. Customer stated that this was not the second occurrence of replace battery alert or replace battery now without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement and displacement test. No low battery alarms or unexpected battery power loss noted during testing. Device functioning properly. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specific range. Device received with normal operating currents. (B)(4).